Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and large ketones. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
A patient's father reported his daughter, a patient of the omnipod system, was currently suffering from the "flu" with vomiting and "large ketones." Physician was contacted, via phone call, and directed patient to seek treatment at the emergency room (ER) in order to "flush her system." Patient was taken to the ER, as directed. Once at the ER, it was discovered that patient's personal diabetes manager (pdm) was registering blood glucose values inconsistent with the hospital's meter, after 2 different comparisons. No information regarding treatment was provided, however, pdm was replaced by insulet corporation and pdm in question was requested back for evaluation: (B)(6).

Manufacturer narrative:
During the investigation, the issue reported in the complaint details by the patient was unable to be replicated. No alarms were observed during the investigation and none were present in the data download. Based on the sst (strip simulator tester) and pod program, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test, the pdm was found to recognize the activities and powered on immediately with no issue noted. Sst testing of the bg meter found that all test readings were within specification. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.